Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 416 mg/dl. The customer tried bolus with pump. The emergency medical service was dispatched as a result of high blood glucose. Customer was admitted in the hospital on (B)(6) 2016. Customer blood glucose at time of admission was 467 mg/dl. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with injection of insulin and starting patient on fluid and insulin drip. Customer was wearing the pump at time of hospitalization. Customer does not have tubing clamp available. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer was advised that we are sending out tubing clamp.